Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified a ceramic head which is located within a dual mobility bearing. The head has fractured and part of the chipped off piece is also photographed. There is what appears to be blood on the chip and the main head and bearing. There is also what appears to be black residue of unknown origin around the mouth of the taper and possibly also inside the taper. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a ceramic head chipped during surgery while pressing into a dual mobility bearing. The issue was noticed before implantation and new implants were used. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 ¿ 110031013 vivacit-e dm bearing 28x46mm lot 66406451. G2 ¿ foreign ¿ canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.